Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing resulting in delivery of inappropriate shocks in more than one episode. It was reported that the patient was walking at the time. Technical services (ts) reviewed a copy of stored device data and noted that the device has been programmed to primary sensing vector since implant. Review of the captured s-ecgs on the day of implant suggested that secondary sensing vector may also be a consideration. Further review noted that the smartpass feature has been disabled since implant and was likely attributed to the small signal amplitude measurements. Review of the stored episodes also showed evidence of movement related changes in morphology with a diminishing r-wave and t-wave morphology variability. Potential programming and troubleshooting options were discussed. No further assistance was requested. No additional adverse patient effects were reported. This device remains in service.